Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that for the past 5 days, her blood glucose has not gone down at all and has been in the 200's mg/dl. Customer's current blood glucose is 307 mg/dl. Customer took a manual injection. Customer contacted a health care professional for her high blood glucose. Customer stated that her stomach hurts. Troubleshooting was performed. Customer had low reservoir, low battery, and weak battery alarms in the alarm history. Customer performed the high pressure test and customer was advised that the pump was working as designed. Customer removed the set from the body and stated that the needle was not bent. Customer was advised to do a complete set change. Customer's blood glucose went up to 407 mg/dl at the end of the call. Customer was advised to follow up with her doctor and to monitor her blood glucose.